Event description:
It was reported "tl PICC was leaking at needle-free connector. Line had to be replaced." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to all three luer adapters. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (15 seconds) hydraulic pressurization. Connection between the luer adapters and several non-complainant accessories was unremarkable. Microscopic inspection of the luer adapters did not reveal any damage or defect. Inspection of the luer adapters using an iso taper gauge revealed the luer adapters to be within manufacturing specifications. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "tl PICC was leaking at needle-free connector. Line had to be replaced." No other information was provided.